Event description:
It was reported that stent damage occurred during removal from this device. The target lesion was located in a diagonal branch of the left anterior descending artery. A 2.50x20mm synergy drug eluting stent was advanced through a 6f long guidezilla ii extension catheter to treat the lesion. However, the device failed to cross the lesion and upon removing the device from the guidezilla ii, the stent was noted to be damaged. The procedure was aborted and the physician decided to treat the patient with oral medication for a month. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. There is blood present in the device. Because there was no evidence of any product quality deficiencies, it was considered likely that the flat spots were attributable to the procedure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not find any damage on the device to suggest it may have contributed to the reported event.

Event description:
It was reported that stent damage occurred during removal from this device. The target lesion was located in a diagonal branch of the left anterior descending artery. A 2.50x20mm synergy drug eluting stent was advanced through a 6f long guidezilla ii extension catheter to treat the lesion. However, the device failed to cross the lesion and upon removing the device from the guidezilla ii, the stent was noted to be damaged. The procedure was aborted and the physician decided to treat the patient with oral medication for a month. No patient complications were reported and the patient was fine.